Manufacturer narrative:
(B)(4). The device was received and evaluated. One instance of iipv was revealed in the logs. The assignable cause was insufficient drain- one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device meeting specifications relative to iipv was undetermined due to rite failure. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of iipv. The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 with drain volume of 3478 ml during cycle 5. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.